Event description:
It was reported that faradrive steerable sheath clear was selected for use. During insertion, air was leak during aspiration with the probably due to a leaky valve. The device was replaced. The procedure was completed successfully. No patient complication was reported. The date of the event was not yet provided. The device is expected to return for analysis. It was further reported that bubbles were observed in the faradrive tubing at the time of aspiration. There was no damage noted on the sheath. A pressure bag was the irrigation method used, at a flow rate of 3 ml/min. After the faradrive insertion into the patient body leak was identified (unable to characterize the quantity of the leak). It was no leak, just continuous air bubbles observed during aspiration with the syring (only air leak was noted). Excessive bubbles were observed in aspiration syringe. There was no air seen in patient. There were no abnormalities noted during preparation or use of the sheath. The date of the event was 04nov2025.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - date of event (b3) and describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) report source (other) (g2), in section g - all manufacturers.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The date of the event is approximate, since it was not yet disclosed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During insertion, air was leak during aspiration with the probably due to a leaky valve. The device was replaced. The procedure was completed successfully. No patient complication was reported. The date of the event was not yet provided. The device is expected to return for analysis.